Event description:
According to the reporter, during a laparoscopic low anterior resection, the first firing for the rectum resection was successful. Then they tried to remove the cartridge from the adapter and pushed the silver and blue buttons, however the jaws could not be opened and closed. The cartridge indicator flashed and the status indicators were illuminated blue. The device was replaced by another handle and the procedure was completed. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.